Event description:
Medtronic 4004 ventricular lead implanted in 1991. Bipolar impedences have been 500-600 ohms range since implant, with a high of 618 ohms in 1997. Impedences dropped to mid 400 ohms in 1999, and today measure 334-339 ohms. Sensing deteriorated over the last year from > 8mv to 5mv today. Since pt is moderately dependent on pacemaker, dr will electively replace the lead as it shows signs of bipolar insulation failure.